Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that three hours into a morphine infusion they identified a leakage at the connection between the female luer and the syringe. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No addition info provided.